Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included abdominal pain lower, hyperlipidemia, endometrioma and cyst. Concurrent conditions included uterine fibroids, gallbladder stones, gastritis, cystitis, dizziness, eye strain, vaginal discharge, irritable bowel syndrome, abdominal discomfort, hyperlipidemia and pelvic pain female. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2008 for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"). In 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), headache ("headaches") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, anxiety, migraine, dysmenorrhoea and abdominal distension was resolving and the vaginal haemorrhage, heavy menstrual bleeding, pelvic pain, intermenstrual bleeding, hypersensitivity, headache and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, dysmenorrhoea, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: 1-july-2008 ,1-sep-2008 discrepancy noted in removal details: as per mr 04mar2019. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain,vaginal bleeding, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter information , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's concurrent conditions included uterine fibroids, gallbladder stones, gastritis, cystitis, dizziness, eye strain, vaginal discharge, irritable bowel syndrome, abdominal discomfort, hyperlipidemia and pelvic pain female. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2008 for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"). In 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), headache ("headaches") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, anxiety, migraine, dysmenorrhoea and abdominal distension was resolving and the vaginal haemorrhage, menorrhagia, pelvic pain, metrorrhagia, hypersensitivity, headache and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, dysmenorrhoea, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2008. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events : pelvic pain, metorhagia (bleeding b/w periods), allergy, gi conditions, headaches were added. Psych injury clubbed with anxiety. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's concurrent conditions included uterine fibroids, gallbladder stones, gastritis, cystitis, dizziness, eye strain, vaginal discharge, irritable bowel syndrome, abdominal discomfort, hyperlipidemia and pelvic pain female. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2008 for contraception. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in march 2019. At the time of the report, the abdominal pain, anxiety, migraine, dysmenorrhoea and abdominal distension was resolving and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, dysmenorrhoea, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 as per summons (discrepancy noted) . Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: reporters were added. Case become incident, previously added injury nos was replaced with abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia), anxiety, migraines / headaches, dysmenorrhea, bloating, abdominal pain, device monitoring procedure not performed were added. Concomitant drugs was added. Concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.